Event description:
Procedure type: urological. According to the reporter: while the surgeon was closing the suprapubic incision. He observed that the tip of the needle had broken off while suturing the skin. By x-ray under fluoroscopy, it was noted that the needle was remote from the incision and rather deep in the abdominal wall. Surgeon conferred with radiologist and the decision was made not to remove the needle tip. The retained fragment measured at 4 cm in length.

Manufacturer narrative:
Date of initial report sent: 09/29/2009.